Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the hand piece worked fine initially. After a short period of time, the hand piece started to sputter and the blade stopped turning. The light on the motor drive unit went on and off. Another device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 07/16/2008. - blade seized/stopped - conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.